Event description:
Revision surgery - the surgery was originally performed on (B)(6) 1997. The pt then had a failed insert and was revised on the (B)(6) 2005. This is the second revision surgery. Due to pt wear, causing instability.

Manufacturer narrative:
The reason for this revision surgery was to remedy instability/wear after 7.5 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records and product complaint report history could not be conducted due to a lack of information regarding the part and lot numbers. The root cause for the instability/wear was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.